Event description:
It was reported that the patient presented for right ventricular lead revision. The lead exhibited high capture threshold, high pacing impedance, and decreased sensing. The lead was capped and replaced on (B)(6) 2021. The patient was stable.